Manufacturer narrative:
(B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a pinhole in the tubing at pinch valve vl59. He replaced the tubing at vl59 and the instrument ran without any leaks. The repairs were verified per established procedures. Beckman coulter (bec) internal identifier for the report is (B)(4).

Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was described as approximately 10 ml of brownish color liquid that leaked from the area around the aspirate probe on the analyzer. The exact source of the leak was unable to be determined by the customer. The leak was not contained. The analyzer had failed the background counts for the reticulocyte parameter when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.